Event description:
It was reported that the device powered on/off by itself. There was no report of pt involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that the device would power on/off by itself. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio was unable to evaluated the removed keypad assembly on mock up test device due to a pulled off connector, but the resistance check across the power switch indicated normal operation. Although it was observed that most of the conductive material on the plastic bubble, on the led side of the on switch below the overlay was torn off and pressed into the spaces between the fingers of the on switch. Several large pieces were loose and could have shorted the on switch fingers to cause on/off condition.